Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (concentration 1mg/ml; dose unknown) via an implantable infusion pump. Patient history included non-malignant pain. The patient never felt relief from the pump after it was implanted, even though the doctor titrated the dose upward. The patient never had withdrawal. On an unknown date the patient underwent a surgical revision of the catheter at which time it was found that the catheter was broken in two at the back, just proximal to the anchor. As a result, the patient was not getting pain relief. The doctor attempted to aspirate the catheter and then push dye; however, he was unable to aspirate from the catheter access port (cap). Therefore, the patient was sent to another doctor for the revision. In the revision, the doctor disconnected the catheter from the pump and tried to aspirate it but got nothing. He then opened the back incision and the catheter was found to be severed just proximally to the anchor. There was cerebrospinal fluid (csf) from the spinal segment. The doctor then verified the patency of the pump segment, which was good. The doctor pushed dye into the csf via the spinal segment of the catheter to verify its position. The doctor then replaced the anchor and reconnected the spinal and pump segments together via a collet. The doctor then verified the patency via the cap and there was good flow. The catheter was primed and then the pump was placed to minimum rate. The doctor planned to titrate the pump to therapy in his office. The issue was resolved at the time of the report. The cause of the severed catheter was unknown. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.